Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin. The customer¿s blood glucose level was 56 mg/dl at the time of the incident. The customer treated for the low with food. The customer was at 189 mg/dl at the time of the call. The customer states that they could eat food and still go low. The customer also reported issues with highs. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit was delivered properly with all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label. Insulin pump passed the dat test at 0.08740 inches.